Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving three false negative results when using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document one of these false negative results. See (B)(4) for alternate false negative results. Customer received a false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), 19901g, reader sn (B)(4)). A repeat cue test performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, the customer tested positive with a sars-cov-2 pcr test. Customer stated that mild covid symptoms started on (B)(6) 2022 and symptoms were significantly worse on (B)(6) 2022.